Event description:
Ous MDR - after an estimated implantation period of 52 months, oversensing with inappropriate shocks was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. 3 cm of the lead body between both fragments was not returned for analysis. The analysis of the lead fragments demonstrated signs of wear along the lead body. In particular in the region of the tricuspid valve the insulation was found rubbed through. The conductor cable to the ring electrode was found fractured in this area. This insulation damage can be considered to be the root cause for the observed noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages on the lead fragments resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.